Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by a clinical development engineer. The following additional information was provided: the user starts to navigate towards a target in the left upper lobe, apical segment, then retracts the catheter into the left main bronchus. The user turns on the locked to path feature but does not continue navigation. After about six minutes of not moving the catheter much, the user adjusts the arm (indicated by a message on the top monitor), retracts the catheter, then retracts the catheter guide prior to ending the recording after 9min36sec.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax, which required chest tube placement and hospitalization. The target lesion was about 3.7 centimeters (cm) in size and located in the left upper lobe more than 3 cm away from the pleura. The procedure was completed as planned with no delays. After the procedure, the patient complained of chest tightness and shortness of breath. The patient was then given a chest x-ray and a pneumothorax more than 2 cm in size was identified. A chest tube was inserted to address the issue, but the patient had to be admitted for more than 24 hours. The patient was subsequently discharged. It was unknown if the pneumothorax would have likely occurred via another modality. The physician believed that the ion did not cause or contribute to the pneumothorax, and there was no device malfunction associated with the event.